Event description:
Report received of an operator error in programming the device that resulted in the patient receiving less medication than intended. On 03/2005 at an unspecified time, the pump was programmed to deliver an unspecified concentration of heparin at a rate of 33ml/hr with a unspecified vtbi (volume to be infused) and the delivery was started. Two nurses reprogrammed the device. No specific programming parameters were provided. Reportedly, two nurses were, "confused on how to program line and line b". At approximately 1200, the nurse noted that the device was delivering at a rate of 0.7ml/hr instead of the intended rate of 33ml/hr. The device was removed from clinical service. Therapy was resumed suing a replacement device. There were no reported adverse patient effects, no medical interventions were required. Though requested, no additional information was provided.